Event description:
It was reported that the caller was questioning the battery voltage of 2.93 volts. The previous reading was 2.79 volts. A follow-up reading in one month was recommended. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: sesr01 pacemaker 2010 (B)(6). (B)(4).